Event description:
Pump declared alarm 30 during pumping, impacting insulin delivery. There was no adverse impact to the customer's blood glucose level. Cts assisted with loading a new cartridge, but cartridge alarm recurred, prompting replacement of pump. Customer planned to use a backup insulin pump for continued insulin delivery.